Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that cubie failed. The field service engineer (fse) remotely accessed the station and entered hardware test application, successfully releasing and testing all pockets. One pocket in d1 was stuck but was force-released without finding any debris underneath. The pocket was moved to the back location (e1), and another pocket was tested in the d1 position. All pockets were accessible, and lids opened and closed properly. The customer reloaded medication into the previously failed pocket and verified functionality through inventory testing. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had failed cubies not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had failed cubies not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event